Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that left ventricular (lv) lead impedance increased and is now high. An x-ray confirmed a connection issue. The lead was not fully inserted into the device header and the epicardial set screw appeared strange. In addition, the lead appeared distorted (there was a bend in the coil circle) but a definitive fracture was not visible. The patient will undergo a procedure to correct the connection issue. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.